Event description:
The device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device and found evidence of foam particles inside the assembly. The complaint was not confirmed; however, the device was scrapped. Although there was no patient harm or injury, this event is reportable because it can cause or contribute to a serious injury, as identified in CAPA (B)(4). A report will be filed with all applicable regulatory agencies. No further investigation will be conducted.